Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported post the index procedure the patient was discharged with a type I endoleak. On an unknown date a type ib endoleak was identified. An additional endovascular procedure was completed which resolved the endoleak. Per the investigator and sponsor the cause of the endoleak was not related to the device or procedure. No additional clinical sequelae were reported and the patient is fine.